Event description:
This lead exhibited noise and caused inappropriate shocks. The physician decided to change detection instead of doing a lead revision. This lead remains actively implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.